Event description:
The facility representative contacted (B)(4) technical services to report a colleague infusion pump that failed the air-in-line test; this condition had the potential to prevent the clinician from taking appropriate actions during an alarm situation. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.21.00. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The cause of the event was not confirmed. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.